Event description:
The patient was admitted for an elective coronary angiogram. The target lesion was the mid left anterior descending artery. The target lesion was de novo and eccentric. The aha/acc classification of the vessel was a type b1. The target lesion was pre-dilated with a balloon (2.5/15mm) at 8atm for 60 seconds. Then a cypher stent (3.0/18mm) was implanted at 12atm for 40 seconds. Post-dilation was conducted with a balloon (2.5/15mm) at 8atm for 40 seconds. Ivus was not conducted. Timi flow before the procedure was 2 and 3 after the procedure. The residual % of stenosis after the procedure was 0%. Act was not measured. Two months later, the patient complained of chest pain and was admitted to the hospital emergency room. Coronary angiogram was conducted and thrombus was confirmed in the implanted cypher stent.